Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited noise resulting in pacing inhibition. Review of the electrograms revealed presence of over sensed signals. All electrical measurements were stable and within normal ranges. The physician elected to continue monitoring the patient.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the ventricular lead continued to exhibit noise resulting in pacing inhibition. The r-wave sensing dropped. No intervention was performed and the patient would continue to be monitored.